Event description:
It was reported that within a week after implant the right atrial lead had dislodged and it was thought to be due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.